Manufacturer narrative:
Product was visually inspected and reported issue was observed. A review of the DHR did not reveal any manufacturing or material anomalies. The amount of force applied during use is unknown, there a root cause of the reported issue can not be determined.

Event description:
During surgery on (B)(6) 2016 the physician was utilizing the corelink rod holder during spinal support construct assembly. Upon placement of the rod, surgeon claims that fragments of the gripping pads appeared to break off of the rod holder and fall into the surgical site. No harm to the patient was reported. A delay of 30 minutes was reported to retrieve the fragments from the surgical site.